Event description:
Pt was admitted to special procedures for fibrin stripping of permacath. Stripping proceeded without difficulty. When chest fluroed for pneumothorax, the fluro revealed the distal end of the longer aspect of catheter to be fractured from the end of the catheter. Retrieval of the loose catheter piece was performed without difficulty.